Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh (lithium heparin) 34 i.u. Plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: filaments were found under the cap of the green tubes (ordered from bd: ref: 368494, lot:9144712, expiry:2020-04. This anomaly was not observed on the other tubes. Risk: if the filaments fall into the blood: possibility of consequences (clogging of the automatons).

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for filaments were found under the cap with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® lh (lithium heparin) 34 i.u. Plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: filaments were found under the cap of the green tubes (ordered from bd: ref:368494,lot:9144712 expiry:2020-04. This anomaly was not observed on the other tubes. Risk: if the filaments fall into the blood: possibility of consequences (clogging of the automatons).